Event description:
When using end tidal function during airway of a patient, electrical test (et) showing waveform but did not read a value. Caused slight delay in ability to determine if patient was being ventilated adequately, but no harm to patient.